Event description:
It was reported that during insertion of the iab through an introducer sheath, the iab passed through the hemostasis valve but would not advance further. Because of this, the iab and sheath were removed. There were no patient complications.